Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced while running a loaded set. System error 322 was confirmed through review of the event history log. This was caused by an input/output printed circuit board that needed to be updated. The I/o pcb was replaced to correct the condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump displayed system error 322 in the surgical care area. It was also reported there was no patient involvement.